Event description:
Lt ankle orif in 1999. Revision of lt ankle orif later in 1999. The syndesmotic screw (absorbable 50mm 4.5mm bionic screw) had broken. Reason for 2nd surgery, the ankle mortise showed widening and a talar shift on x-ray.